Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation, both the right atrial (ra) and right ventricular (rv) leads were observed with warnings for undefined impedance measured 30 minutes after the implant procedure was started. It was suspected that implant detected completed at implant before the leads were attached which caused the out of range impedance measures. Transmission also showed the ra lead with oversensing. The leads remain in use with continued monitoring. No patient complications have been reported as a result of this event.